Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 120mg/dl. Troubleshooting was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump primed properly, no excessive no delivery alarm noted, and rewind functioned properly during testing. The insulin pump safety feature max delivery alarm functioning properly. The max delivery alarm feature is working properly. No unexpected flickering display, fading display when buttons are pushed, or display anomaly occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, stained end cap sticker, and scratched reservoir tube window.